Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a follow-up. It was noted that the right ventricular (rv) lead exhibited undersensing and noise, which were noted during a ventricular tachycardia (vt) episode. No change or intervention was reported. The patient¿s condition was unknown.